Event description:
The customer received questionable thyroid results for one patient sample from the analytical e module analyzer serial number (B)(4) when compared to the results from an abbott architect analyzer. Analytical e module results: free thyroxine (ft4): 30.9 pmol/l thyrotropin (tsh): 1.15 miu/l free triiodothyronine (ft3): 11.3 pmol/l abbott architect results: ft4: 11.9 pmol/l tsh: 2.14 miu/l ft3: 4.2 pmol/l information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. Refer to the medwatches with patient identifiers (B)(6) for the free thyroxine (ft4) and thyrotropin (tsh) assays.

Manufacturer narrative:
A specific root cause could not be identified as no sample could be provided for further testing. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).